Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted, dried blood/tissue was present around the helix and the inner coil was missing in the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this implantable lead was an attempted implant due to the inability to extend the helix. A replacement lead was not available to implant. No adverse patient effects were reported. The product has been received for analysis.